Event description:
It was reported that the device was sent to the manufacturer for repair. Upon visual inspection, an unknown substance was found on the handpiece. This did not occur during a procedure so there was no patient involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The substance found on the handpiece was identified as mineral oil. Stryker's instructions for use for the handpiece contains a warning stating "do not use solvents, lubricants or other chemical unless otherwise specified." If such lubrication is needed, the customer should send in to stryker.